Event description:
Reinjury-pt had orif left metacarpal, with plate and 4 screws. Pt returned to or after lifting hay bale, at which time they felt hand pop. Plate broken in half, screws all intact. Hardware removed and k-wire placed and dbx putty in space between bones.